Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump calculated a different value in comparison to multiple daily injection therapy. Reportedly, the customer made a correction by entering the amount of carbohydrates and blood glucose (bg) value. Tandem technical support explained that the pump makes the calculation based off customer's profile settings and if the customer is performing a correction bolus based off the amount of carbs and bg value, the pump will calculate based off of both values entered. Contact acknowledged. Customer's blood glucose level was 280 mg/dl and was treated with a correction bolus.